Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 01/19/2023. An investigation was conducted on 01/30/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the cable. A mechanical evaluation was conducted. The returned cable was attached to the returned harvesting device in the related complaint, onetrack 753006. The returned cable was able to be attached and detached from the harvesting device with no visual or physical difficulties observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to disconnect" was not confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. The product is not returning. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the pa tried to remove the hemopro2 extension cable and replace with a new cord but was unable to take the cord out of hemopro 2. The device was removed and a new device and cord were used to complete the case. No harm to the patient.

Manufacturer narrative:
Trackwise ID#: (B)(4). Corrected section: h-6 - health effect ¿ clinical code from "4580" to "4582".

Event description:
Related to 753006. The hospital reported that during an endoscopic vein harvesting procedure, the pa tried to remove the hemopro2 extension cable and replace with a new cord but was unable to take the cord out of hemopro 2. The device was removed and a new device and cord were used to complete the case.

Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.